Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms of 'clicking' noises hip discomfort (pain). Available info suggests that sub-optimal neck positioning by surgeon or the failure of the pt to follow post-operative instructions necessitated revision surgery.

Manufacturer narrative:
During revision surgery, it was confirmed that the neck was at an incorrect angle (retroverted after impaction 30 degrees) which caused it to hit the acetabular cup (causing 'clicking' noises). Corrective action included the use of an identical replacement neck being fitted with better anteverted positioning and longer (+4) ball. Explanted neck was reviewed, with its taper geometry checked using an az taper gauge and was found to be within spec. Device mfg history files were also reviewed with no irregularities being noted. Available info suggests sub-optimal neck positioning by surgeon or the failure of the pt to follow post-operative instruction resulted in need for revision surgery. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margon device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.